Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on 11/23/2015 with the following findings:investigation revealed two battery compartment cracks; moisture was observed within the battery compartment. Leak testing verified a battery compartment leak. No damage or defect was found to the pump¿s internal components. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed two battery compartment cracks; battery compartment moisture; and a battery compartment leak. This report is made based on results of the investigation performed on 11/23/2015.